Event description:
Type I diabetic pt experienced an insulin reaction and a blood glucose result of 152 was obtained with the suspect device. The emergency medical service was called and obtained a blood glucose result of 37 using an unknown monitor 20 minutes later. The pt was given an injection in the ambulance, which did not revive him, and unk intravenous medication at the hospital. The pt was released from the hospital 7 hrs. After admission.